Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017. The customer had stated that their blood glucose was at 90 mg/dl at the time of the incident, but they later could not remember details of their initial call. The customer had not eaten on the day of the incident. The customer was given orange juice to treat the low. The customer experienced symptoms such as being irritable, labored breathing, unresponsiveness, and slurred speech. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer got an unexpected restart alarm where a cold reset was performed. This was while they attempted to set up the pump. The insulin pump will not be returned for analysis.